Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, on approximately the tenth application of energy, a reposition instrument and reactivate error occurred three times in succession. The device jaws would also not initially open. The surgeon was able to push the handle forward to remove the device from tissue. The surgeon activated the device again with the same resulting malfunctions. There were no patient consequences. Case completed with a competitive device.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.